Event description:
Boston scientific received information that 24 hours after this lead was implanted, the patient was found to have pericardial effusion with right ventricular perforation, caused by this active fixation right ventricular lead. This lead was removed without complication. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information is expected, this investigation is complete. Should further information be provided, this report will be updated.